Manufacturer narrative:
Device received with failed batt test, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify possible under delivery anomaly due to failed battery test alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user alleged that the insulin pump was delivering insulin slower than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.